Event description:
Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
The patient had a loss of therapy. The implant was not working. She was not feeling any stimulation and patient had tried increasing voltage and had tried different settings, but she still cannot feel any stimulation. She was having more issues therapeutically. She was pregnant a year ago and had to turn off implant during pregnancy. The patient does not feel stimulation. Event date for implant not working and not feeling stimulation was (B)(6) 2015. Event date for having more issues therapeutically was in october 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the hcp. Follow will be submitted if additional information is received.